Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device froze and did not respond to the front panel controls. The device was turned off then on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical for evaluation; the reported malfunction was observed but not verified. After further investigation of the facts provided by the customer, it was determined the customer reported a busy printer and trends not printing. Typically this operation is not performed while treating a patient and therefore would have not been reported if the information was initially provided. The device software was updated as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's printer was busy when the trend button was pressed. The device was turned off then on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.